Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had failed twice for defibrillation threshold (dft) test. Additional information indicated that the physician was not happy with the original spot the lead was in as that was not an optimal tissue. Due to energy was not high enough, a failed in defibrillation threshold (dft) test occurred. The lead was repositioned and had a successful dft. This rv lead remains in service. No additional adverse patient effects were reported.